Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "error head". No patient was involved. A getinge field service technician was onsite and investigated the unit in question. The technician could confirm the reported failure. The head tacho of the pump was faulty because a cable tie was not tight enough and therefore was worn by the pulley. The optical tacho board was replaced and the belt tensions were confirmed. After that the technician completed the inspection and the device passed all functional tests and visual checks. A dirty foil or a defective optical tacho board is a plausible cause for the error message "error head". Because the sensor no longer detects one or more lines on the film, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays the message "belt slip" which is followed by the error message "error head". The review of the non-conformities during the period of 2013-08-10 to 2021-04-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The most probable root cause could be determined to a defective optical tacho board, due to a cable tie which was not tight enough. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 twin roller pump displayed the error message: "error head". A getinge field service technician will be sent for investigation of the device in question. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 twin roller pump displayed the error message: "error head". Reference number: (B)(4).